Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased architect total psa result on the architect i1000sr analyzer. The customer indicated the patient generated an initial result of 48 which did not match the patient's previous result of 200. The questioned sample was retested and generated 402. No specific patient information was provided and no adverse impact to patient management was reported.

Manufacturer narrative:
Abbott field service resolved the issue by replacing the pre-trigger pump, which was identified to be the likely cause. A review of the architect serial (B)(4) service history identified no contributing factors and no subsequent issues have been reported. A review of complaint and trending data for the pre-trigger pump identified no issues or trends related to discrepant patient results. A review of architect i1000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect i1000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i1000sr was identified.